Event description:
It was reported that during a ptca procedure in the right coronary artery, the balloon ruptured at 11atm. The elastic membrane inflated, and a dissection was reported. A stent was implanted to treat the dissection. No other info was reported.